Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during a knee arthroscopy with meniscal repair two truespan meniscal repair system plga 12 degree presented issues. The hand gear of the first one was broken and the mechanism of the second one was default (the backstop was not coming out of the gun). The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The second device was received and evaluated. Upon visual inspection of the device, the first implant was not attached in the needle, it was deployed. The second implant was not fully deployed due to a very small part of the implant remains inside the applier needle. Finally, it was identified a foreign matter in the second implant. The functional test was performed to the second plate. The applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying. A manufacturing record evaluation was performed for the finished device lot number: 7l66332, and no nonconformances were identified. Due to the foreign matter, a ft-ir (fourier transform infrared spectroscopy) analysis was performed. The purpose of this analysis is to identify chemical composition. Overall, ft-ir results obtained that the foreign material was primarily composed of biological- base material; presumably human tissue or fluid. Based on the condition of implants, this complaint can be confirmed. There were no details provided as to when this failure has occurred and no additional information was available; therefore, a definite root cause for this failure cannot be determined. The possible root cause for this issue can be attributed handling of the device, the operator did not squeeze the red trigger to its fully position. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Further, a review into the mitek complaints system revealed one dissimilar complaint for this lot of (B)(4) devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy with meniscal repair procedure on (B)(6) 2021, it was observed that the backstop was not coming out of the gun on a truespan 12 degree plga device. Another like device was used to complete the procedure with a delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.